Manufacturer narrative:
(B)(4). Eval: results: (lesion severely calcified), (stent deformation and failure to deliver). Conclusion: (lesion severely calcified exhibiting >90% stenosis). Device eval: the device was returned to medtronic (B)(4) for eval. The stent was positioned on the balloon as per specification. One strut on the first distal segment was raised and bent proximally. A number of struts on the 8th distal stent segment were deformed and raised. The 1st proximal stent segment was also slightly raised. The distal tip was bunched. No further damage noted.

Event description:
The physician was attempting to implant a 4.0mm diameter x 24mm length endeavor resolute rapid exchange (rx) to treat a lesion in a pt. The target lesion was severely calcified. It was reported that the stent was damaged during the operation due to calcification of the target lesion and exhibiting >90% stenosis. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).